Event description:
It was reported that the subject device presented blurry vision. The issue was found during set up/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cd-cover lens glue --- chipped (and poor-quality image is displayed). However, root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additonal information received from customer.